Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6)2026, he passed out and his wife called 911. The patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 650 mg/dl while the cgm was reading 225 mg/dl. At home, prior to the patient losing consciousness, the patient recalled taking tresiba and humalog insulin. During his hospital stay, the patient was treated with lantus insulin and other unspecified medications that the patient could no longer recall. The patient stated he regained consciousness after one day. He was discharged home from the hospital after 8 days. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
D4: serial number - correction. H2: correction.